Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) and shocks for an atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was consulted and upon review it was noted that due to device programming therapy was delivered when the rhythm entered the ventricular fibrillation zone. No additional adverse patient effects were reported. This device remains in service.